Event description:
Reportedly, during implantation of an intraocular lens (iol) into the eye, the capsular bag ruptured due to the optical portion of the iol becoming stuck in the incision. The incision was enlarged and filled with sodium hyaluronate. An iol adjustment hook was used to implant the iol into the capsular bag and adjust the lens into position. An injection of carbachol into the anterior chamber was used to constrict the pupil. The eye was aspirated until clean and the conjunctival sac was sealed with incision water. Tobramycin dexamethasone eye ointment was applied to the eye and the surgeon applied an eye pad. Additional information has been requested of the reporter, but not received.

Manufacturer narrative:
As the device remains implanted, it is not available for evaluation. Though requested, no further information has been provided by the reporting facility. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis and/or directions for use were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be determined.